Event description:
Brand new evotech installed. The spray arm has not been functioning correctly causing the cycles to fail. The issue was intermittent, and the asp technicians have been out several times and have tried several different solutions. Eventually, they told us that it was a manufacturer's defect and they replaced the part altogether. Device is evotech scope washer, catalog #50014, gtin: (B)(4). Manufacturer response for accessories, cleaning, for endoscope, (evotech) (per site reporter). They have offered to trade it out or give us a two-year warranty.